Manufacturer narrative:
The touchscreen assembly was returned to the manufacturer for failure investigation analysis. The reported complaint touchscreen failed was not duplicated. There is no fault found on this returned touchscreen assembly.

Manufacturer narrative:
G4:01mar2021. B4:13mar2021. The field service engineer (fse) confirmed the responded position was misaligned. The fse also identified the power light emitting diode (led) had illumination failure. The fse calibrated the touchscreen, but the phenomenon did not improve, so the touchscreen was replaced to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
The customer reported though the unit is operable, but the touch panel needs to be pressed hard to operate compared to the other v60 units. The unit was not in use, and there was no patient or user harm reported.